Event description:
At the start of ecc, the pump stopped and then restarted without any intervention from the clinician. No alarm or error code occurred. One hour into the procedure, the pump again stopped. No alarm or error code occurred. The pump was power cycled and the level and bubble sensors were inactivated but the pump did not restart. The pump was changed out to continue the case. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4 )manufactures the s3 roller pump. The 510(k) number is k950990. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. The sorin service tech could not reproduce the problem. Visual inspection found no abnormalities. As a safety measure, two circuit boards were changed out. The pump was returned to sorin group (B)(4) for evaluation. The pump was subjected to a 76 hour test and an endurance test. The reported problem could not be reproduced. Inspection of the circuit board connecting pins did show some oxidation which can lead to sporadic pump failure. However, the root cause of the reported problem could not be determined. Functional testing showed no defects. Sorin group (B)(4) concluded that the problem could have been resolved by the tech when he changed out the circuit boards. Sorin group (B)(4) could not re-create the problem. There was no report of pt injury. The facility filed a vigilance report with the (B)(4) authority. This medwatch report is filed as a result of this action.